Manufacturer narrative:
Complaint conclusion: as reported, the sealant sleeve of a 5f mynx control vascular closure device (vcd) was bent while being inserted into the 5f non-cordis sheath. Therefore, the product was not available. Hemostasis was achieved by another unknown mynx device. There was no reported patient injury. There were no visible signs of device/package damage prior to use. The device was inspected prior to use and no anomalies were noted. The mynx control vessel closure unit was prepared and used in accordance with the instructions for use (IFU). Excessive force was not used to insert the device into the 5f non-cordis sheath. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity. There was a mild presence of calcium in the vicinity of the puncture site. The mynx vcd was used in a coronary angiogram (cag) with a retrograde approach. The physician was certified on the use of mynx and had used the device several times prior to this procedure. Other procedural details were requested but were unknown, unavailable, not answered, or not applicable. A non-sterile ¿mynx control vcd 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed. The syringe was received connected to the device, and the procedural sheath was not received for evaluation. The stopcock was observed in the open position, and the balloon was found fully deflated. The sealant was found partially exposed from the sealant sleeves and not exposed to blood. The device was inspected for damages/anomalies that may have contributed to the reported failure, and frayed/split/torn conditions were observed to the sealant sleeves. A dimensional test was not performed on the returned device due to the frayed/split/torn conditions observed to the sealant outer sleeve assembly. Per functional analysis, a simulated deployment test was performed on the returned device per the mynx control IFU, step 2: deploy sealant. Button 1 was able to be depressed to deploy the sealant with no resistance felt. No issues were noted with respect to button 1 deployment during the device failure investigation. Button 2 was able to be fully depressed, and no issues were noted with respect to button 2, and the balloon was able to be completely withdrawn into the tamp tube. The returned device performed as intended per the mynx control IFU. Per microscopic analysis, visual inspection at high magnification revealed that the sealant was found partially exposed from the sealant sleeves and not exposed to blood. The sealant sleeves were observed frayed/split/torn. The reported event of ¿sealant sleeves (cartridge assembly)-kinked/bent¿ was not confirmed through analysis of the returned device as there was no kinked/bent condition noted. However, the sealant sleeves were found to be frayed/split/torn, and a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (even though it was reported that excessive force was not used during insertion into the sheath) and/or the condition of the sheath (although not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant sleeve of a 5f mynx control vascular closure device (vcd) were bent while inserting into the 5f non-cordis sheath. Therefore, the product was not available. Hemostasis was achieved by another unknown mynx device. There was no reported patient injury. There were no visible signs of device/package damage prior to use. The device was inspected prior to use and no anomalies were noted. The mynx control vessel closure unit was prepared and used in accordance with instructions for use (IFU) instructions. Excessive force was not used to insert the device into the 5f non-cordis sheath. A 5f non-cordis sheath was used. The femoral artery¿s suitability verified on angiography or venography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was mild presence of calcium in the vicinity of the puncture site. The mynx vcd used in coronary angiogram (cag) with a retrograde approach used. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation. Addendum: per product evaluation findings, the sealant was found partially exposed from the sealant sleeves.